Manufacturer narrative:
H3: no product was returned but a picture was received for analysis. The complaint of needles falling off prefilled syringes cannot be confirmed based on the returned images. Without the return of the sample used a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
D3 - mfg establishment name and address: corrected. H3 and h6 codes - updated. The complaint cannot be confirmed based on the returned images. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pediatrics team had been experiencing needles falling off prefilled syringes ¿ specifically for flu shot syringes. Needles seemingly unscrewed themselves and fell off. The event occurred during removal/ at the end of therapy. There was no medical intervention required. There was no patient harm or adverse event reported as a result of the event.